Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they upgrade and said they has been having issues with the reservoirs and feels that they were low quality now and seem flexible and gets micro bubbles and had tried everything the helpline has suggested but still had a problem. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.